Event description:
It was reported by the user site that during a selenia dimensions mammography system procedure a system error was generated in the middle of making a radiation exposure. It was reported that no buttons on the system were being pressed when the error occurred. No patient or user impact was reported. A hologic field service engineer (fse) examined the device and reported that upon arrival the exam room was "extremely humid and warm." The fse reports that the vertical travel assembly (vta) brakes, wiring, brake surface and general functionality were inspected. Additionally, the fse noted one occurrence where the c-arm moved past the 90° detent. Per the fse, once the room temperature and humidity levels decreased, the device's operation improved and functioned as intended. The fse noted the probable cause as elevated room temperature and humidity levels. The site was advised to correct the room's temperature and humidity. This is considered a reportable malfunction due to the unexpected movement of the c-arm moving past the 90° detent. No further information is available at this time.